Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient felt pain in the implant area. It was determined that there was a pocket infection. The patient was hospitalized. A debridement procedure and implantable pulse generator (ipg) system removal was performed. No further patient complications have been reported as a result of this event.